Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use, specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. It is unknown if the exceeded rated burst pressure contributed to the reported event. A conclusive cause for the reported failure to seal cannot be determined; however, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The additional graftmaster device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the patient presented with a free perforation in the mid right coronary artery. A 3.50 x 19 mm graftmaster covered stent was deployed at 18 atmospheres to treat the perforation; however, free flowing extravasation was still seen post deployment. While the perforation was larger than initially anticipated, it was thought that the graftmaster did not fully seal the location in which it was deployed. An additional 3.50 x16 mm graftmaster sealed stent was therefore deployed at 18 atmospheres; however, this also failed to completely seal the lesion. Post dilatation of the stent and prolonged balloon angioplasty of the lesion was required to fully seal the perforation. The patient was reported to be doing well post procedure. No additional information was provided.